Manufacturer narrative:
Fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that wash probes 1 and 2 were reversed causing the bf incubator to flood resulting in poor afp and control results.fse cleaned up the incubator and switched wash probes back to their correct postion and replaced the bf tips.the operator calibrated afp and ca199 and the controls are now in range.no further action required by field service. The most probable cause of the reported event was due to the operator switching bf probe 1 with 2 during wash probe maintenance. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2016 bf probe suction failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results